Manufacturer narrative:
During ge healthcare technician checkout, it was noted that device issued no battery backup at error logs again after batteries were changed. The power management board was suggested to be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, device issues battery backup failure. There was no patient involvement.